Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were taken to emergency room on (B)(6) 2020 due to hyperglycemia with blood glucose level of 191 mg/dl. Customer was treated with a little bit of intravenous fluid. Customer was able to complete carelink upload. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed inf set.